Manufacturer narrative:
It was reported, by a patient, they experienced blisters on the face post thermage cpt treatment. There was no information provided by the treating physician. The distributor confirmed the corresponding hospital is not a client and they have not sold any products to this hospital. The patient did not respond to follow up attempts for additional information; therefore no product can be returned for an evaluation. The evaluation of the system logs and treatment tip cannot be completed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. According to thermage cpt system technical user¿s manual blisters, are known possible patient reaction to thermage cpt treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The complaint type is identified within risk analysis and performing within anticipated rate. Due to the lack of available information, no causal factors can be determined, and no conclusions can be drawn. Trending will be performed to monitor this issue. No further action is required at this time.

Event description:
A patient reported burns/blisters on the left side of their face, after an unverified thermage treatment. The patient''s current status is noted as scabbing. No other treatments were performed in the same area. Solta medical is unable to verify this was a thermage product. No other information regarding the event or patient is available at this time and the file will be updated accordingly.